Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) became infected in the scrotum. All components were removed, and all implant areas were washed out with antibiotic irrigation. Subsequently, a new malleable device was implanted. No device issues were reported and the patient is expected to fully recover.